Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the thigh which is off label usage of the device on (B)(6) 2022. Upon sensor pod removal from the thigh, the patient stated the area was painful. The patient visited their physician and a diagnostic x-ray was performed. The sensor wire was removed from the skin by the physician with tweezers. After removal the physician ordered an oral antibiotic (cephalexin 500 mg, 4 times per day for 7 days). After removal the area completely healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).